Manufacturer narrative:
The insulin pump had no unexpected blank display anomalies or off no power anomalies noted. The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump was received with high idle current due to corrosion noted on all electronic assemblies. Corrosion motor assembly noted. The insulin pump had minor scratches on window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 369 mg/dl at the time of the incident. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.